Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample and hemolysis. This event occurred six times. The following information was provided by the initial reporter. The customer stated: clotting time 30 min ok. Correct migration of separator (2000g - 10 min - 21°). Serum taken en masse (6 tubes impacted over 2 days): batch quarantined. Centrifuge checked: ok. A systematic hemolysis of the serum was done with often a clot.

Manufacturer narrative:
H6: investigation summary bd received 200 samples for investigation. The customer samples were evaluated and poor barrier separation was not observed. 4 returned tubes from the same lot number were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211g for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Additionally, retention samples from the same lot number were further analyzed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated issue: poor barrier/hemolysis because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation and hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B.5. Describe event of problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample and hemolysis. This event occurred six times. The following information was provided by the initial reporter. The customer stated: clotting time 30 min ok. Correct migration of separator (2000g - 10 min - 21°). Serum taken en masse (6 tubes impacted over 2 days): batch quarantined. Centrifuge checked: ok. D.10. Device available for evaluation? Yes. D.11. D.11.returned to manufacturer on: 07/15/2021.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample and hemolysis. This event occurred six times. The following information was provided by the initial reporter. The customer stated: clotting time 30 min ok. Correct migration of separator (2000g - 10 min - 21°). Serum taken en masse (6 tubes impacted over 2 days): batch quarantined. Centrifuge checked: ok. A systematic hemolysis of the serum was done with often a clot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor barrier separation of sample. This event occurred six times. The following information was provided by the initial reporter. The customer stated: clotting time 30 min ok. Correct migration of separator (2000g - 10 min - 21°). Serum taken en masse (6 tubes impacted over 2 days): batch quarantined. Centrifuge checked: ok.